Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 5 syringe allergy 1ml w/ndl 28x1/2 rb experienced device damage/deformation while still considered oeprable. The following information was provided by the initial reporter: material no: 305500, batch no: unknown. I need to report a damaged & refused receipt. Bd allergy syringe 28g 1/2" 100 305500 upc: 38290550003. Ordered 15, received 15, damaged & refused 5.

Event description:
It was reported that 5 syringe allergy 1ml w/ndl 28x1/2 rb experienced device damage/deformation while still considered oeprable. The following information was provided by the initial reporter: material no: 305500. I need to report a damaged & refused receipt. Bd allergy syringe 28g 1/2" 100 305500 upc: 38290550003. Ordered 15. Received 15. Damaged & refused 5.

Manufacturer narrative:
H.6. Investigation: since no samples (including photos) were returned for the reported issue of ¿syringes were damaged¿, with reported unknown lot # regarding item # 305500, the complaint could not be confirmed, and the root cause is undetermined. Due to batch number being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded that bd was not able to duplicate or confirm the indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h.10.